Event description:
It was reported the stimulator was replaced due to premature battery depletion. The patient felt the battery life was less than expected despite having high programming parameters for the device. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of neurostimulator model 3023, serial# (B)(4) showed no significant anomalies. The neurostimulator had no telemetry and there was no output from any electrode pairs. End of service was calculated at 14.61 months using the lowest programmed setting. The ins was considered to have gone through normal battery depletion.

Event description:
Additional information stated that the patient had their implantable neurostimulator replaced.

Manufacturer narrative:
Lead model 3889-28, lot #v141293, implanted: (B)(6) 2008; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2008; programmer model 3037, serial # (B)(4). The stimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.